Manufacturer narrative:
The customer reported that their telemons did not display any waveforms during a patient code, when the telemetry transceiver was hooked up. It was determined that the problem was with the telemetry transceiver, not the telemon. It was noted that during the patient code, information was not able to be viewed at the telemon. The telemetry transceiver had rusted pins where the telemon wire connects. This is a known problem at the site where they use unapproved cleaning agents to saturate the devices when they were cleaned by the nursing staff, and they do not use the port cover plugs that are provided with the telemetry transceiver. The customer has ordered wireless (B) (4) to replace the telemon on all floors. The biomedical engineer did not allege a device malfunction or that it contributed to the coding/death of the patient. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to mishandling of the equipment by the customer, which can be caused by using non-authorized cleaning materials in a way inconsistent with labeling, as well as by failure to use the port cover plugs provided--use outside normal and expected. This user-induced failure would not prevent effective monitoring at the central station as the connection to the central station is via radio transmission. The user-induced failure to connect to the telemon would be obvious to the users, so alternate monitoring could be quickly established as it was in this incident. Telemetry device labeling adequately describes the validated cleaning agents. In abundant caution, we will report this failure only because there was a death where the use of a philips device was reported. No further investigation or action is warranted.

Event description:
The customer reported that a patient coded and the philips telemon device did not show or alert the hospital staff.